Event description:
It was reported that during the implant procedure the right ventricular lead could not be fixated into the endocardium. The lead was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.